Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported dialysis solution leaked out of the cassette and into the cycler. While removing the tubing set from the cycler, pt noticed fluid in the cycler pump compartment. Patient had no adverse effects from the incident. Patient self-prescribed antibiotics that had been given to her from her last fluid leak incident. Sample had not been returned to the MFR.